Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer rep regarding a patient who was receiving morphine (4 mg/ml at 0.2 mg/day) via intrathecal drug delivery pump. It was reported that a dye study was performed one week ago (relative to (B)(6) 2020) and the catheter could not be aspirated. On (B)(6) 2020 the patient had their catheter replaced. No symptoms were reported. The patient¿s status was alive ¿ no injury. The patient¿s weight and medical history were asked but were unknown. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) who reported that the cause of the inability to aspirate the catheter was not determined and that the patient experienced pain due to the event. No further complications were reported.